Event description:
It was reported that the pt underwent a unilateral breast reconstruction of the left breast using a 8x16cm piece of veritas collagen matrix and a tissue expander on (B)(6) 2011. The veritas was soaked in a saline solution for approximately one (1) minute prior to implant. Two (2) drains were placed in the left breast; one (1) drain on top of the veritas and one (1) drain beneath the veritas. Both drains were removed on (B)(6) 2011, six (6) days post-op. The tissue expander was filled an unknown number of times to a final volume of 460cc. The pt presented with redness in the left breast on (B)(6) 2011, ten (10) days post-op. The pt was treated with oral antibiotics, 300mg of dalacin three (3) times a day for three (3) weeks. At an unspecified time she was also placed on an unspecified dose and drug of IV antibiotics for three (3) days. On (B)(6) 2011, approximately nine (9) months post-op, the surgeon decided to remove the breast implant. The pt is reported to be doing well.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00062, 00063, 00064.